Event description:
It was reported that while using a bd luer-lok¿ syringe with attached needle 23 g x 1 1/2 in., leakage occurred. The following information was provided by the initial reporter: when the diluent was injected into the vial, the luerlock of the syringe started spraying diluent and an unknown amount of diluent went into the vaccine vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA via medwatch # mw5110482. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe with attached needle 23 g x 1 1/2 in., leakage occurred. The following information was provided by the initial reporter: when the diluent was injected into the vial, the luerlock of the syringe started spraying diluent and an unknown amount of diluent went into the vaccine vial.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.